Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the light emitting diode(led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode (led). In addition, our technician confirmed that the insertion flexible tube fluid damage, the control body fluid damage, the light guide cable fluid damage, the lg connector fluid damage, the objective lens cracked, the control body corroded, the lg connector corroded, the operation channel (primary) leak, the distal body worn out, the insertion flexible tube discolored, and the cmos module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).